Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a health care provider (hcp) via a manufacturing representative. Device information was received. It was reported that the patient was not charging the ins above 50%, and they were only charging every 2-3 days. Palpitation of the ins did not cause any symptoms. The patient's settings were listed as left c+ 1- 2.3v 450pw 130hz, right 9- 10+ 2.2v 450pw 130hz. The issue was stated as not yet resolved, however the patient's recharger was replaced and they were instructed to charge the ins for a longer duration.

Manufacturer narrative:
Correction submitted as it was determined device information was omitted from the previous supplemental report. G4: correction to the initial reported submitted on april-11-2019. The aware date of the initial information is april-03-2019. The date of april-05-2019 was submitted in error. Continuation of d11: product ID 3389-28, lot# 0207163875, implanted: 2013-07-19 explanted: product type lead product ID 3389-28 lot# 0207163874, serial# implanted: (B)(6) 2013, product type lead product ID 37651 lot# serial# (B)(4). Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Other relevant device(s) are: product ID: 3389-28, serial/lot #: (B)(4), ubd: 11-jun-2017, UDI#: (B)(4); product ID: 3389-28, serial/lot #: (B)(4), ubd: 11-jun-2017, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider via a manufacturing representative about a patient with an implantable neurostimulator (ins) for unknown indications for use. It was reported that the patient's system has been known to have low impedance of 36 ohms on contact 1 since at least 2015. Increasingly over the last few months the patient reports that the ins will deplete/switch off sometimes after 2 or 3 days after charging, despite them charging every few days. When the ins is on the patient received good benefit from therapy, however when it turns off the patient rapidly becomes symptomatic. It was also reported that the patient's recharger is faulty. The patient's hcp recommended that two replacement chargers be sent since the ins drains quicker due to the faulty electrode. It was unknown if there were any external factors that led to the recharger issue. No further complications were reported or anticipated.

Event description:
Additional information was received from a health care provider (hcp).it was reported that the hcp will see the patient again, but everything seems fine.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.